Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. Visual analysis of the photographs identified device with rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Manufacturer of device is unknown. Device has been explanted.